Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) missing ground prong on ac line cord. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: e1(initial reporter, event site name). Due to character limitation in e1 for initial reporter, the full initial reporter name is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that they were able to confirm the issue. The fse replaced the ac line cord assembly. The unit passed all functional and safety tests.

Event description:
N/a